Manufacturer narrative:
The device and the lens were returned in the opened blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. There is no damage observed to the device. The lens was outside the device adhered in dried solution beyond the tip. One haptic distal tip is bent onto the anterior optic surface. The optic is scratched. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A qualified viscoelastic was indicated. The root cause cannot be determined for the complaint of "failure to deploy". The lens was returned outside the device. The plunger was retracted to mid-nozzle upon return. The plunger position in relation to the lens during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens failed to deploy. There was patient contact but no patient harm. Additional information was requested.